Event description:
Vena cava filter placed because of dvt 4 months ago. Pt presented to the ed with hypotension, syncope and pericardial effusion. Taken to or and leg of filter was found in pt's heart.